Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator explant. During the procedure, it was noted that the right ventricular lead had externalized conductors.

Event description:
New information received on apr 30, 2019, indicates that the patient was stable before, during, and after procedure.